Event description:
It was reported that the rigid endoscope telescope had broken components. The piece that goes inside the adapter broke off and was stuck inside the adapter. The event was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to the effect of a high mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.